Manufacturer narrative:
An investigation is underway. Upon the completion of the investigation, the results will be forwarded.

Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with the umb catheter. The customer states that the 3.5 single lumen size are supposed to have 3 x-ray opaque lines, but are only showing 2. Incident date: 10/2004.